Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 511 mg/dl. The customer was treated with insulin pump and insulin drip in the hospital. Customer experienced symptom of high blood glucose level such as vomiting. The customer also reported that the insulin pump had multiple insulin pump error alarms. It was reported that insulin pump had unexpected restart alarm after inserting a new battery. Alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a17 alarm or a21 alarm noted during testing. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched case and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.